Event description:
It was reported that the patient was getting an alarm on their system controller. The patient stated that when they moved the white power cable the alarm stopped. The patient noted that they were moving it below the connection. When interrogating the device the last 6 alarms were checked on the system controller and the screen stayed blank and did not advance. The power cables did not appear to have damage. A system controller exchange was done. Log files and photos of what was seen was provided. The log files were reviewed and noted that intermittent alarms were not saved to the lcd as they were not sustained for at least 10 seconds. It was recommended that the new system controller be monitored. It was also recommended as precaution that the batteries and battery clips be checked for integrity and that they all should be cleaned with an alcohol wipe.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 21jan2025 was reviewed. The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from 10:54:57 to 12:27:18 that were due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the white and black power leads. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis and if exchanging the controller resolved the issue; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22jul2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the heartmate 3 system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories including their controller power cables for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.